Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to having issues with the insulin pump and its continuous glucose monitoring system on unknown date. Customer's blood glucose value was unknown. Customer declined troubleshooting for high blood glucose and sensor related issues. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.